Event description:
Per complaint (B)(4), a dental implant head fractured and caused an abutment to fracture in the prosthesis. The abutment was recovered, but the implant was left in place. The event was discovered when the prosthesis got loosened. A new implant distal to the fractured one had to be placed and the prosthesis had to be remade. No adverse patient consequences were reported.